Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that there was intermittent or no response on several buttons. Customer's blood glucose level was 9.0 mmol/l. Customer stated that the functions are blocked and the alarm continued after a battery change. The battery change did not resolve the problem. Esc and act buttons also do not function. Buttons were not pressed for longer than 3 min. Pump was not dropped or bumped. Pump will need to be returned for analysis. Insulin pump will need to be replaced. No additional information provided.